Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), infection ("infection"), inflammation ("inflammation"), scar ("scar tissue") and migraine ("migraines"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed in 2012. At the time of the report, the device dislocation, genital haemorrhage, infection, inflammation, scar and migraine outcome was unknown. The reporter considered device dislocation, genital haemorrhage, infection, inflammation, migraine and scar to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.